Event description:
A report was received that the patient is having trouble charging her ipg and is feeling unwanted stimulation in her stomach. A bsn representative met with the patient and noted that the ipg is at an angle and will need to be revised. The patient's paddle lead will need to be replaced also due to multiple damaged contacts. The damage was done when the patient fell due to leg weakness.